Event description:
The reporter states that she obtained blood glucose results of 89mg/dl and 35mg/dl within 10 minutes on the accu-chek aviva system. The reporter drank orange juice and felt better in 5 minutes. No adverse event reported. New system sent to customer and return requested.